Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose has been running high and that the insulin pump has not been alarming no delivery despite slightly bent or kinked cannulas. The patient's blood glucose at the time of incident was 306 mg/dl. Troubleshooting was initiated for the high blood glucose but could not be completed as the customer did not have a tubing clamp for the high pressure test. The customer was advised to monitor his insulin pump and blood glucose levels. The insulin pump was not returned or replaced.

Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No delivery alarm functioned properly. The device was programmed 2.0 units with water filled reservoir. The water did exit the infusion set. No delivery anomaly was noted. The device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The device passed the delivery accuracy test. The insulin pump was received with minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.